Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06477. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. There was no information on repairs of the subject device in the past year. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on similar reported events, possible causes are the lid being contacted with a scope when it was closed and/or something hard hit the lid. It is presumed the event was due to the user handling. Olympus will continue to monitor the field performance of this device. In case cracks occurred on the lid, abnormality is detectable by conducting the following inspection stated in chapter 3 inspection before use of the instruction for use manual: 3.2 inspecting the lid and lid packing. - before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.

Manufacturer narrative:
The field service engineer (fse) spent time troubleshooting and investigating the reported cracked lid issue in the aer. After observing the crack in the lid, the fse successfully replaced the lid to rectify the issue. A full test cycle was performed, and completed successfully. The aer equipment was repaired and verified according to OEM instructions. Software attributes have been verified and confirmed. The aer was back in proper working condition. The covers of the aer were not removed so an electrical safety check was not required. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the automated endoscope reprocessor's lid was cracked. No patient involvement was reported.